Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event is not confirmed as the description states that the device cut but did not staple, however the device was received with the washer uncut and fully loaded with staples. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
Per maude event report #mw5038032, during a left hemicolectomy small bowel resection procedure; the device cut tissue but did not staple. It is not known how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information: how was the case completed? It appears as though the case was completed using a ¿like¿ device.